Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from the representative reported the pump was replaced because the physician thought there was a malfunction, but there was none. It turned out there was a blockage and tear in the catheter. The pump and catheter were both replaced. The patient was doing well; the symptoms were resolved.

Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID 8709sc, lot# n194496012, implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [25 mg/ml] at a dose of 7.502 mg/day. It was reported the patient was having a catheter revision due to a catheter kink, and the catheter information listed on the programming was a volume of 0.25 ml. The representative called to get catheter specs. The representative stated the patient had a change in therapy. The patient was feeling lethargic at time and then also having increased pain, and the medical doctor thought there was something going on with the pump. The representative was unsure of any further history. The representative stated today ((B)(6) 2017) they were going to replace the pump, but found the catheter was kinked. The representative stated the catheter would be revised, and they were going to replace the pump. It was unknown if the change in therapy/symptoms was considered sudden or gradual. The representative was in the operating room on the call with the patient, and the medical doctor was doing the revision. The onset of the event was reported to be 2017. No further patient complications were reported.

Event description:
Additional information received from the hcp reported the pump and catheter would not be returned for analysis. The catheter was not patent. The new catheter had been placed via laminectomy. The hcp reported the patient¿s weight was approximately (B)(6) however, the hcp previously reported the patient¿s weight was (B)(6).

Event description:
It was stated that the device would be explanted in the near future. The patient¿s weight at the time of the event was approximately (B)(6).